Manufacturer narrative:
(B)(4)

Event description:
Reportedly, it was impossible to interrogate the device. The last interrogation was in (B)(6) 2013 and the residual longevity was 12 months. Any file is available. The pacemaker has been changed and will be returned for analysis.

Event description:
Reportedly, it was impossible to interrogate the device. The last interrogation was in (B)(6) 2013 and the residual longevity was 12 months. Any file is available. The pacemaker has been changed and will be returned for analysis.

Event description:
Reportedly, it was impossible to interrogate the device. The last interrogation was in (B)(6) 2013 and the residual longevity was 12 months. Any file is available. The pacemaker has been changed and will be returned for analysis.